Event description:
It was reported that a device experienced a constant system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was received inoperable per reported symptom of "constant system error 105 messages" caused by failed motor (flex). The failed motor was replaced.